Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by service report that the foot-end brakes were not holding when engaged. There was patient involvement. However, there were no adverse consequences reported.